Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Der states that approximately 1 year after primary surgery the patient began to have a reproducible subluxation of her hip. Eventually the liner disassociated from the cup which lead to the revision procedure. Well fixed pinnacle cup was removed and replaced with a stryker dual mobility construct. No indications from the surgeon that this is any fault of the implant, cup position was good. Patient is fused from the base of her cervical spine down to the pelvis. No falls, or trauma. No relative comorbidities. Normal activity level. There is no indication that there is any issue with original implant. Believed to be purely an issue of the fused spine.